Event description:
It was reported that during surgery for a posture lumbar interbody fusion (plif) at levels l4-s1, while the surgeon was implanting a screw at an unknown level, he noted that the distal threaded tip of the matrix holding sleeve broke and produced a small fragment. Surgeon easily removed the fragment and finished tightening the screw. It was also noted that this holding sleeve was worn and disengaging from the screw prematurely. Due to this event no extended operative time was added and surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: threaded tip of the holding sleeve is broken and worn. The reported device sd03.632.123 (matrix holding sleeves with stop) is the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043), sd03.632.123 and sd03.632.124 for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to this type of complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part sd03.632.123 lot 7472880; it was confirmed that the distal tip threading is broken and worn. The associated drawings were reviewed. In conclusion, this complaint is confirmed. The tearing of the distal tip in this manner could have been caused by the device not being fully threaded while manipulated, the use of excessive force, or the tip geometry and/or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device, part number, sd03.632.123. Received condition: threads (m6.5x0.75 3h4h-iso) are damaged. Chipped and missing thread form. A review of the manufacturing record for this lot shows there were no issues during manufacturing to contribute to the complaint condition. This device is a modification to an existing product (03.632.001). A ¿stop¿ (tan) was added towards the threaded end of the device. No portion of the thread area was modified to make sd03.632.123. The device history record was reviewed for the ¿make from¿ (03.632.001/6752230) parts and no issues were found. Raw material (tan-lot 6712142) used to make sd03.632.123 was reviewed and no issues were found. From a manufacturing standpoint this is not a confirmed complaint, although the complaint condition was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.